Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the two inputs on the back of the monitor booms were not working. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the two inputs on the back of the monitor booms were not working. To resolve the issue, the rse suggested customer to unplug the boxes and plug them back in and cycled the power on wall boxes. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexviewing computer would not boot up due to grabber card malfunction. No harm was reported to philips. Philips has started an investigation of this complaint.